Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va1wpmr, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient's system was explanted today for MRI purposes but upon explant, the lead broke and one tine and all four electrodes remain in the patient. Troubleshooting was not required. The issue was not resolved through troubleshooting.